Event description:
Per the clinic, the patient experienced a migration of the electrode array and tingling sensation with stimulation subsequent to sustaining a head injury. Subsequently, the device was explanted on (B)(6) 2024 under general anesthesia and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 24, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 17, 2024.